Event description:
Caller reported that the pump's touchscreen was cracked and shattered after being smashed in a car door, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.